Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger faults) has been confirmed. Upon investigation the battery charger/modem was unable to recharge a battery. The cause for the failure was isolated to a shorted q1 current-controlling transistor on the bedside pca. The root cause for the shorted transistor is unable to be positively identified. No adverse event resulted from the defective charger.

Event description:
A us distributor returned a charger indicating that it was causing faults.